Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, contact was made with the patient¿s doctor on (B)(6) 2018 stating the patient had an ultrasound performed to check for the sensor wire. Further contact was made with the patient¿s mother on (B)(6) 2018 stating that the results of the images on the ultrasound confirmed that the sensor wire was retained in the patient¿s skin. At the time of further contact, the patient was feeling soreness at the insertion site. No additional patient or event information is available.